Event description:
Healthcare professional (hcp) reports 11 incidents of blood coagulation in the fibers of the dialyzers noted at the onset of pt treatments. All dialyzers were preprocessed or reused up to 5 times. The estimated blood loss was noted to be 20-30ml. No pt injury or need for medical intervention was required.